Event description:
Customer reports that she tested 468 mg/dl at 5-6:00am. She reports that she ate and took her medications approx a half hour later. At some point after taking the medication, she began to feel ill. She reports that at 7:00am she went to the hosp where the hosp device read 70mg/dl, a lab taken at the same time read 68mg/dl and her device at that time read 420mg/dl. Customer was given fluid in an IV, the contents of the IV were not provided. Customer was storing the strips outside the original container, against labeling guidance. No quality controls were used. Requested return of suspect device and replacement was sent.